Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device sustained physical damage when the screen was cracked, after which several buttons no longer functioned; the user provided a video, and shipping and serial information were confirmed to initiate a replacement. Symptoms included device usability impairment due to nonresponsive buttons. Outcomes included device replacement logistics and interruption of normal device operation. Investigation included customer interview and review of user-provided video to verify the hardware damage and functional impact. Investigation of this case revealed external physical damage to the display assembly associated with loss of button functionality, consistent with a damaged screen and affected user interface components. It was concluded, based on previously established findings for similar reports, that the cause was device damage from external impact.